Event description:
A customer obtained positive vitros ahbs results (patient a = 71.6,positive pateint b = 105,positive vs. Expected results = 0.0 miu/l, negative ) on two different patient samples while using the vitros eciq immunodiagnostic system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant results were discovered when the affected samples were unintentionally repeat tested. Corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained positive vitros ahbs results on two different patient samples tha later tested negative while using the vitros eciq immunodiagnostic system. There was no evidence that a reagent related issue contributed to the event. An ocd field engineer performed service actions to the well wash subsystem of the analyzer. Following these service actions, acceptable performance of the vitros eciq system was obtained. The investigation could not determine a definitive root cause. However, the most likely root cause was found to be analyzer related.